Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3889, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was noted that the patient¿s trial started on (B)(6) 2018. It was reported that the patient was bleeding when they took out their package. On (B)(6) 2018 the patient mentioned being in the hospital and in the emergency room, because they were feeling so bad. They stated that they had a bad uti and hematoma in their stomach from surgery. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Review of this MDR and additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional. It was reported that the hematoma was ¿due to sling placement and suprapubic cath.¿ no actions were taken to resolve it, just observation. It was also clarified that the uti was caused by the recent sling placement and cath, and it was not related to the patient¿s underlying urinary dysfunction or the device and/or therapy. The patient was given oral antibiotics for the uti and the device remained in use. No further patient complications are anticipated or expected as a result of this event. MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.